Manufacturer narrative:
Known short to shield captured under MFR. Report # 2916596-2019-05638 known driveline faults captured under MFR. Report # 2916596-2021-05056 manufacture¿s investigation conclusion: review of the submitted log file confirmed driveline fault alarms and a low flow event. Additionally, the report that the "line [is] in bad shape" could not be confirmed. A specific cause for these events could not be conclusively determined through this evaluation. The submitted log file captured driveline fault alarms throughout the duration of the file from (B)(6) 2022 through (B)(6) 2023. The driveline fault alarms observed in the log file appear indicative of a potential driveline issue and are consistent with the driveline fault alarms previously addressed through MFR. Report # 2916596-2021-05056. A single low flow event was also captured on (B)(6) 2022. The pump appeared to have operated as intended at or above the low speed limit throughout the captured events. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. This section also covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) and driveline/driveline repairs, serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file captured constant driveline fault events throughout. It appeared that the monitored wire in phase 3 was broken. Patient has known driveline faults, with the "line" in bad shape.

Event description:
Related MFR # 2916596-2023-00730. It was reported that the patient with a known short to shield (MFR # 2916596-2019-05638) was experiencing driveline fault alarms.

Manufacturer narrative:
Related MFR # 2916596-2019-05638. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.